Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. A video was also provided with this report. A review of the video provided confirmed the report. A leakage can be seen coming from the blue catheter as fluid is being injected with a syringe. Our laboratory investigation also confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and a leak was observed in the catheter. The leakage was coming from a crack in the catheter body located at the 204.4 cm location as measured from the distal tip. No other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action:

Manufacturer narrative:
Initial reporter occupation: distributor. The device was received at the time of report submission. A follow up emdr will be submitted to capture the device evaluation.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device presented a failure at the beginning of the procedure. When inflating, slow filling was observed. They removed the device and leakage was found in the distal catheter. The video provided by the user shows the device leaking from the catheter towards the middle of the catheter length. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.